Manufacturer narrative:
Section b3- date of event is estimated. Section d6b - date of explant is unknown.

Event description:
It was reported that the patient ipg was explanted due because patient lost charger and was unable to recharge the ipg. In turn, ipg became inoperable. Surgical intervention was undertaken wherein the entire system was explanted at an unknown date.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.